Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, rod broke post-operatively . Patient underwent revision surgery for rod replacement and posterior lumbar interbody fusion surgery at l3-s2 was also done. No fragments of the implant remained inside the patient.